Event description:
Customer reported a mixture of saline and blood leaked from the stopcock. The crack location was unknown. No patient harm.

Manufacturer narrative:
The suspected device has been returned for evaluation. The complaint is confirmed. The crack likely occurred during product application when the female fitting was coupled with another component. The most probable cause could be overtightening when the stopcock was connected to another component during product setup/application. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history review was analysed, and no exception documents were found. Nonconformances of this nature are monitored by the operation and engineering team. This complaint will be used to trend for similar complaints.